Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available, since it was discarded. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.

Event description:
It was reported that there was a perforation leading to pericardial effusion has occurred. The procedure was cancelled. During a left atrial appendage (laa) closure procedure, a versacross connect for laac kit was selected for use. A trivial effusion was noted prior to procedure. The physician inserted the versacross connect with the trusteer into the patient. After some difficulty finding a suitable location to perform the transseptal puncture, the physician was able to successfully puncture and cross the septum. The physician commented that the aortic root was very prominent. While pre-measurements were being performed a pericardial effusion was noted. The physician performed a pericardiocentesis and drained over 3 liters of fluid. A perforation was noted in the right atrium. The patient went to open heart surgery to have the perforation and pericardial effusion repaired and the procedure was ended. No closure device was implanted in the laa of the patient. The patient was hospitalized beyond standard of care and was expected to make a full recovery. The patient has been later discharged. The device is not expected to be returned for analysis (disposed). There was difficult patient anatomy that may have caused difficulty with the tsp workflow. There was no versacross device malfunction noted.